Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a lead failure of high threshold. When the lead was extracted, the helix could not be fully retracted. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically bent. The exposed superior vena cava defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The exposed right ventricular de fibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to retract. The inner insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was extrinsically breached due to a cut. The inner insulation of the lead was observed to have blood ingression. The outer insulation of the lead was observed to have blood ingression. Visual analysis of the lead indicated apparent explant damage. The analyst noted the full lead was returned with a 14-65 gray stylet in the lead. There is a cut in the outer insulation with minimal blood ingression at 33.2 cm. There is a cut in the inner insulation on the distal conductor with minimal blood ingression at 33.2 cm. There is distorted exposed svc coils at the proximal end of the coil. There is distorted exposed rv coils at the proximal end of the coil. Accurate measurement of the helix is not possible due to the bent helix. The helix would extend and retract but not in specification due to the bent helix. If information is provided in the future, a supplemental report will be issued.